Event description:
One pt with discrepant hcg results. Initial result 0.108 miu/ml, repeat 474 miu/ml. Erroneous result was reported, pt was not adversely affected. Field svc rep was unable to determine root cause. Performance tests were performed which were within spec.